Manufacturer narrative:
Product ID: 8781, lot# n694665004, implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via daiichi regarding a patient receiving intrathecal gabalon (unknown concentration) at 300mcg/day via an implantable pump for severe spasticity associated with cerebral palsy. It was reported that the patient experienced postoperative overdose symptoms such as somnolence, decrease in respiratory rate, bradycardia, urinary retention, and muscle relaxation following system replacement on (B)(6) 2018. Prior to the replacement, the patient had been receiving 300 mcg/day, so the dose was set at 300mcg/day again. The dose was decreased to 134mcg/day on (B)(6) 2018. The dose was gradually reduced to 132mcg/day. The patient experienced no [further complications], and the causality was noted to be related to the drug. The causality was reportedly not related to the device or surgical procedure. However, conflicting information noted that a possibility of drug leakage from the connection between the pump and the catheter just before replacement, and the fact that the catheter tip was raised when replacing, were considered to be the cause. The outcome of the adverse event was ¿remission¿. The reported classification of severity was noted to be ¿not applicable to 1-7 (not serious)¿. There were no further complications reported.

Manufacturer narrative:
Product ID 8840 lot# (B)(4) implanted: explanted: product type programmer, physician product ID 8870aau01 lot# (B)(4) implanted: explanted: product type software if information is provided in the future, a supplemental report will be issued.

Event description:
The serial numbers of the 8840 physician programmer and 8870 software card were provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a manufacturer representative. It was reported that there was no information suggesting there was a device issue.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician. Product ID: 8870, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign hcp (B)(6) via a manufacturer representative. It was reported that a full system prime was performed at replacement of the pump and catheter. The software card version was unobtainable.